Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced nausea and vomiting. Loss of left ventricular capture was noted and chest x-ray revealed the lead dislodged. The lead was explanted and replaced on (B)(6) 2014.